Event description:
On (B)(6) 2014 the reporter contacted animas and alleged a power (no power) issue. It was reported that the pump¿s display was blank and had no audio tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following results:a review of the black box showed the date from 02/26/2014-03/07/2014; no unexplained reboots were visible. The battery compartment and returned battery cap were intact; the pump was able to power on with the returned battery cap. The pump was exercised for 24 hours with no loss of power or alarms. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.